Event description:
The sales rep reported to us that it was impossible to lock the screw via the target device.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.